Manufacturer narrative:
The manufacturer previously reported an error code related to the charging of the internal battery was observed. The customer replaced the device's internal battery to address the issue. The device was returned to the manufacturer for evaluation and the device failed test steps during testing. The device's sensor board needs to be replaced to address the issues.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device by the customer, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.